Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical field specialist (tfs) conducted additional investigation of the system on site and confirmed master tool manipulator right (mtmr) had an error and could not take control of an instrument because it could not match the grips. The tfs replaced the mtmr to resolve the issue. The mtmr has not yet been received at isi for failure analysis investigation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the surgeon could not open the jaws of an instrument on one of the universal side manipulators (usm). The usm is an arm located on the patient side cart (psc) that provides sterile interface for the endowrist instruments and endoscope. The surgical staff checked the instrument and sterile adaptor, then reinstalled the instrument. The surgeon could not take control of the instrument with the master tool manipulator right (mtmr). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). The instrument was tested on another arm and worked as expected. The system was then rebooted several times, including a power cycle and hard reset, this triggered an error message on the system. On july 20, 2016, intuitive surgical, inc. Learned that the procedure was converted to open surgery due to the unavailability of the system. Troubleshooting of the system led to approximately a twenty minute delay of the surgical procedure. Furthermore, there was no injury to the patient during this procedure. On july 25, 2016, intuitive surgical, inc. Received additional information indicating a surgical delay of sixty to ninety minutes, which required the use of additional anesthesia.

Manufacturer narrative:
Intuitive surgical, inc. Has received the master tool manipulator (mtm) involved with this complaint and completed an investigation. The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console. The master tool manipulator (mtm) lever magnet came off the lever and was stuck on the housing, which prevented the mtm from activating a patient side manipulator (psm). A psm is an instrument arm located on the patient side cart that provides sterile interface for the endowrist instruments. The error message that was reported by the customer could not be reproduced, but was confirmed via the system logs. The system passed a visual inspection, sine cycle and matlab test without any issues. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.